Event description:
It was reported that the stent was not well apposed to the vessel wall and slow flow occurred. Vascular access was gained via the femoral artery. The 80% stenosed, 2.25x32mm, de novo target lesion was located in the mildly tortuous and mildly calcified obtuse marginal (om) artery. The lesion was predilated. During percutaneous transluminal coronary angioplasty (ptca), a 2.25 x 32mm synergy stent was deployed in the target lesion. Soon after deployment, it was noted that the distal stent struts were not fully opened which led to slow flow. Aggressive post dilatation was performed distally, immediately followed by bail out stenting with a 2.25 x 20mm synergy stent. The patient was stable post procedure. It was further reported that the lesion was predilated with a semi compliant balloon and the stent was deployed at 16 atmospheres.

Event description:
It was reported that the stent was not well apposed to the vessel wall and slow flow occurred. Vascular access was gained via the femoral artery. The 80% stenosed, 2.25x32mm, de novo target lesion was located in the mildly tortuous and mildly calcified obtuse marginal (om) artery. The lesion was predilated. During percutaneous transluminal coronary angioplasty (ptca), a 2.25 x 32mm synergy stent was deployed in the target lesion. Soon after deployment, it was noted that the distal stent struts were not fully opened which led to slow flow. Aggressive post dilatation was performed distally, immediately followed by bail out stenting with a 2.25 x 20mm synergy stent. The patient was stable post procedure.